Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the lead was fixed in tissue, but kept getting high thresholds and high impedances. The physician was concerned that the pin on end of lead appeared loose and may have elongated. The lead was not used. There were no patient complications reported as a result of this event.